Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt, the monitor was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.

Event description:
The wife of an (B)(6) male patient called into zoll customer support to report that her husband's monitor was making a strange noise. After taking the battery out and reinserting it, the monitor would not power on. Support issued the patient a replacement monitor.